Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the medial row anchor fixation procedure on (B)(6) 2021, it was observed that the entire 5.5 healix advance kntls br anchor device pulled out upon tensioning to check for the final fixation. Another like device was used to complete the procedure with a delay of 5 to 7 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the medial row anchor fixation, using the 5.5mm healix advance knotless br anchor, surgeon had successfully inserted the anchor into patient. However, upon tensioning the anchor to check for the final fixation, the entire anchor was pull out. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the anchor has no structural anomalies and is not broken. The anchor has rests of biological matter. The inner hole of the anchor has no structural anomalies. The inserter tip has no anomalies. The sutures integrity was reviewed, no anomalies were found. The inserter tip has no structural anomalies. A photo of the device was provided by the customer, the image shows the device with the anchor slipped over the tip. A manufacturing record evaluation was performed for the finished device 5l23252 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed, this complaint can be confirmed. The root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, the bone hole preparation was not adequate or the bone quality was poor; as per IFU 116046; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over-tensioning or poor bone quality may result in anchor pullout. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.